Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratch on lcd window. Insulin pump received with broken reservoir tube lip and broken belt clip slot.

Event description:
It was reported that the customer experienced button error alarms on her insulin pump. The customer's blood glucose was 116 mg/dl. The customer was in the bathroom taking a shower while connected to the insulin pump. She was advised to discontinue use of the pump and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.